Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer administered a manual correction injection to address bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.